Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown surgery, it was found that the package was damaged and there was a hole that looked like a staple puncture. Moreover, a foreign matter was found in the package. The devices was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.